Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation with two mentor memorygel xtra breast implants. Post-operatively, the patient was diagnosed with bilateral breast capsular contractures (baker grade iii on the left and baker grade iii on the right). As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2025. The replacement devices were: (left) 240cc mentor memorygel xtra breast implant catalog: smpx240 lot: 2011238 sn:(B)(6) and (right) 240cc mentor memorygel xtra breast implant catalog: smpx240 lot: 9995780 sn: (B)(6). This medwatch form is for the left breast prosthesis.